Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient underwent an unknown procedure on the fifth day of unknown month, 2018. During the procedure, an adjustable parallel wire guide was bent. Another wire guide from the set was used to complete the procedure. This report is for one (1) adjustable parallel wire guide. This is report 1 of 1 for (B)(4).